Manufacturer narrative:
(B)(4).

Event description:
It was reported "during use of cvc that there was a leakage of fluid with a hole near the hub of the distal lumen being identified. The line was removed and there were no signs of complications to the patient." The line was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer provided one 4-lumen cvc for analysis. Signs of use in the form of biological material were observed on the returned catheter. Microscopic examination revealed a hole in the distal extension line. The edges of the hole are smooth and uniform, which suggests contact with a sharp object (i.e. Scissors, scalpel, sutures, etc.). No other defects or anomalies were observed. The distal extension line outer diameter measured 0.086", which is within the specification limits of 0.084" - 0.088" per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 0.058" , which is within the specification limits of 0.055" - 0.059" per the distal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to all extension lines and flushed. When flushing the distal line, water was observed leaking from a hole on the extrusion. The remaining three lines flushed as intended. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury", and "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through analysis of the returned sample. Visual and functional testing revealed leaking from a hole on the distal extension line. The edges of the hole are smooth and uniform, which suggests contact with a sharp object (i.e. Scissors, scalpel, sutures, etc.). Despite the damage, the sample met all relevant dimensional requirements. A device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during use of cvc that there was a leakage of fluid with a hole near the hub of the distal lumen being identified. The line was removed and there were no signs of complications to the patient." The line was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".